Manufacturer narrative:
The investigation found that the event is consistent with a pre-analytic issue. Per product labeling in the section of limitations - interference, "contamination with erythrocytes will elevate results because the analyte level in erythrocytes is higher than in normal sera. The level of interference may be variable depending on the content of analyte in the lysed erythrocytes." The investigation did not identify a product problem.

Event description:
There was a complaint of questionable altp2 results for 1 patient tested with a cobas c503 module. The questionable results were reported outside the laboratory; the customer had issues with the analyzer, prompting repeat testing. The patient¿s initial result was 66 u/l; the first repeat was 12.7 u/l and the second repeat was 12.2 u/l. The lot number and expiration date of the altp2 used were requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.